Event description:
It was reported that while preparing for an anterior cruciate ligament procedure, the blade broke at the mount. It was also reported that there was no adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.